Event description:
A 68 year old pt with ovarian cancer had a 20mmx55mm enteral wallstent implanted on 2/10/98. On 5/27, she returned to the hospital. Under x-ray, free air was noted in her colon. She went to surgery and an anterior rectal tear was observed with fecal material outside of the colon. A perforation was observed at the area of stent placement. Sepsis led to her death the following day. Co has been unable to determine whether the perforation was stent related or was caused by the endoscope.